Manufacturer narrative:
A follow-up report will be submitted upon completion ofthe investigation.

Event description:
A patient had an asystole event during which time telemetry monitoring was not operational and the asystole alarm was therefore not provided at the central monitor. The device is considered to have been a possible factor in this occurrence. The issue occurred on (B)(6) 2017.a patient death occurred.

Manufacturer narrative:
A patient death occurred after the patient went into asystole. The customer had described that central monitoring was not occurring at the time of this event as the central had become locked/frozen and was not providing active telemetry monitoring. The customer had been having intermittent issues with this device for a few weeks involving the intermittently loss of monitoring with monitoring disappearing then reappearing after a few minutes. The issue was found to be associated with a failure of the device hard disk drive (hdd). Replacement of the drive and reloading of software was performed which resolved the issue per the responsible field service engineer (fse). In this case, as described, the device was not deemed a factor in the death of this patient as the patient was a do not resuscitate (dnr) patient for whom resuscitation for any life-threatening event was not planned/implemented. The issue is considered to be a malfunction due to a failure of the hdd. No further action or investigation is warranted at this time.